Event description:
The user's left-sided implant was explanted. Reports indicated that the implant extruded and there was infection and necrosis in the surrounding implant area.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Device investigation did not reveal any device damage or defect, which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the implant extruded through the skin post-operatively. Infection and necrosis was observed. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Furthermore, an incomplete electrode insertion at the time of implantation is reported. This is a final report.

Event description:
The user's left-sided implant was explanted. Reports indicated that the implant extruded and there was infection and necrosis in the surrounding implant area. Further medical intervention is being considered.

Manufacturer narrative:
Additional information: according to the information received from the field the implant extruded through the skin post-operatively. Infection and necrosis was observed. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Furthermore, an incomplete electrode insertion at the time of implantation is reported. The explanted device has not been received for investigational purposes yet.

Event description:
The user's left-sided implant was explanted. Reports indicated that the implant extruded and there was infection and necrosis in the surrounding implant area.